Manufacturer narrative:
A representative went out to the site to preform a system check out. It was reported that the system preformed as intended and there were no parts replaced. 10,213,67 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a transphenoidal procedure. It was reported that there was an incident that occurred while using a surgical motorized drill burr and navigation system. Just after verifying accuracy the burr nicked the carotid artery. At that point the procedure was put on hold and the bleeding was stopped. The patient was transferred to a neurovascular facility to have a stent implanted. Patient outcome as of yet is unknown. There was a delay of more than one hour. Additional information was received indicating that there were no further complications were observed. It was reported that the surgeon suspected the carotid had become dehiscent due to the tumor and the reported issue was not caused by the drill burr.

Manufacturer narrative:
Additional information. Ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.